Event description:
My husband received the boston scientific drug eluting prongs premiere stent with abbott balloon launcher medtronic USA guide and trek 2.50 x 12. He received it (B)(6) 2015. In (B)(6). At (B)(6) hospital prairie cardiovascular. He passed away in (B)(6) at (B)(6) we were married (B)(6) years our lives have been destroyed lost everything.